Event description:
As reported by distributor, the hospital reported air entering the angiographic syringe from the male rotating adaptor. The procedure was completed with another of the same device. There was no air injected or patient injury, as this was noted as preparation. The used device will be returned for evaluation.

Manufacturer narrative:
Although, it has been reported that the used device will be returned for evaluation, to date, it has not been received by the manufacturer. Therefore, a failure analysis is not yet available. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted.